Manufacturer narrative:
The axium coil will not be returned for evaluation as it was discarded by the customer; therefore, no definitive conclusion can be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil had non-detachment issue. The physician attempted to detach several times with instant detacher but coil failed to detached inside aneurysm. Replaced with non-medtronic coils and procedure was completed. No complications were reported after the procedure.